Event description:
Literature was reviewed regarding symptomatic gastric hypomotility (sgh) in patients after cryoballoonablation. The authors described patients who experienced sgh at a median of two days post procedure. Patients had symptoms of nausea, vomiting, bloating, or weight loss. Other patients required rehospitalization due to severe symptoms which manifested after discharge. Sgh was diagnosed using an abdominal x-ray, abdominal computed tomography, gastric endoscopy, or an upper gastrointestinal series. Fasting or a low residue diet was required in some patients and others required a gastric tube, along with acid suppressants, gastroprokinetic agents, antiemetics, or antibiotics. Most symptoms disappeared at one month, but some were greater than one year. The status of the catheters is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: symptomatic periesophageal vagal nerve injury by different energy sources during atrial fibrillation ablation. Frontiers in cardiovascular medicine. 2023. 10:1278603. Doi 10.3389/fcvm.2023.1278603. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.